Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The available information indicates the device remains implanted. Additional information has been requested regarding the device's functionality and any adverse patient effects. A supplemental report will be filed if additional information is received and/or when investigation is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years, seven months post-implant of this bioprosthetic valve, this device was being considered for valve-in-valve replacement. No specific failure mechanism was reported. No intervention, and no adverse patient effects were reported at that time. Subsequently, medtronic received device registration information for a transcatheter aortic valve implanted in the same position as this chronic valve. No additional information was received.